Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming testing. The cause for failure was isolated to the cable from the rear therapy electrode to the distribution node was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel and adjust belt messages.